Manufacturer narrative:
The customer stated that controls were within range both before and after the event. The field service engineer checked the sampling liquid level detection. The sipper and sample probes were replaced. Liquid level detection voltage checks were performed. Performance testing was run. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa immunoassay, elecsys estradiol iii assay, and elecsys testosterone ii assay results for 3 patient serum samples on a cobas e 411 immunoassay analyzer. This medwatch will cover estradiol. Refer to medwatch with a1 patient identifier (B)(6) for information on the total psa results and medwatch with a1 patient identifier (B)(6) for information on the testosterone results. The customer was prompted to repeat the patient samples as the results did not match the patients' clinical history and the doctor questioned the initial results. For sample 1, the initial total psa result was 0.32 ng/ml. The repeat result was 21.1 ng/ml. For sample 2, the initial estradiol result was 120 pg/ml. The repeat result was 43.1 ng/ml. For sample 3, the initial testosterone result was 1500 ng/dl. The repeat result was 742 ng/dl. The repeat results were deemed correct.